Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that for the last 2 weeks her pump no longer gives a low cartridge warning. She reports that all other alarms, tones and vibration work normally. The animas representative reviewed the pump history and confirmed that there were no "low cartridge - alarms." The patient is continuing to use pump at this time. No blood glucose excursion is reported in relation to this issue. This complaint is being reported due to the allegation that the pump failed to emit the appropriate warnings when the cartridge volume was low.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.